Event description:
It was reported that as the coil was being "pulled out" to be repositioned in the aneurysm, it detached in the microcatheter. The coil was "wedged" in the tip of the microcatheter; therefore, the coil and microcatheter were removed together. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter and the coil without the pusher wire were returned. The distal end of the coil was protruding from the microcatheter distal end and it was not possible to withdraw the coil from the microcatheter as it was jammed; therefore further analysis could not be performed. The coil distal end was inspected and not anomalies were found. Information available indicated that the coil was confirmed to be in good condition prior to use. The microcatheter returned/used with the coil has an inner diameter (ID) of 0.017. The gdc device directions for use (dfu) recommends the use of microcatheters with minimum internal diameters of 0.0185" and 0.021". Based on the device analysis and information available, it is probable that using a microcatheter with a smaller ID resulted in the reported issue and device finding. Therefore, a root cause of failure to follow instructions has been assigned to this investigation.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that as the coil was being "pulled out" to be repositioned in the aneurysm, it detached in the microcatheter. The coil was "wedged" in the tip of the microcatheter; therefore, the coil and microcatheter were removed together. There were no reported clinical consequences to the patient.